Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 4 devices were received. 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 3 devices: no device problem found / part/component/sub-assembly term not applicable 1 device: electrical/electronic component problem identified / transducer 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 1 device: serviced and returned to customer, 3 devices: scrapped by stryker, 2 devices: product disposition is not yet determined. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 6 events for the failure: inability to irrigate. 1 event had problem identified before clinical use/exposure; there was no patient involvement. 5 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99483. Supplemental rationale: corrected data: b5, h6, h11. 6 previously reported events were included in this follow-up record. Product return status: 6 devices were received. Evaluation findings (results/components): 5 devices: no device problem found / part/component/sub-assembly term not applicable 1 device: electrical/electronic component problem identified / transducer. Product disposition: 3 devices: serviced and returned to customer. 3 devices: scrapped by stryker.

Event description:
No change.